Manufacturer narrative:
During the eval of the device at a third party service center, the device failed to power on. The device's power supply pca was replaced to address this issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.